Event description:
It was reported that an amplatzer septal occluder (aso) was implanted in (B)(6) 2008. On (B)(6) 2009 the patient collapsed at home and presented with pericardial effusion at another hospital. An ultrasound revealed pericardial effusion with compressed right ventricle suggesting possible aso erosion. Pericardiocentesis was performed and returned hemorrhagic fluid. Once stable, the patient transferred to the implanting hospital for care.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred. No product was returned. Review of the device history record was not possible since the lot number was unavailable. The cause for the reported event remains unknown.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis and the lot number was unknown. Review of the device history record was not possible since the lot number was unavailable.